Event description:
It was reported that during a da vinci-assisted surgical procedure, mega suture cut needle driver (nd) wire at the working end broke while in the patient. The instrument had had 4 "lives" left and was replaced. The procedure was outcome is unknown with no reported injury. On 05/09/2024, intuitive surgical, inc. (Isi) received user facility report 3401730000-2024-8004 stating: intuitive mega suture cut- the wire at the working end broke while in the patient. Instrument had 4 "lives" left and was replaced.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver (nd) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.